Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user's wife reports end user saw physician in emergency room 2 weeks ago for intermittent bleeding from stoma that had been occurring for two weeks. It was reported that there was a blood blister on the stoma from the precut opening of the wafer. End user's wife states the physician cauterized the area with a silver nitrate stick and the bleeding stopped. End user saw wound ostomy continence nurse last week and she measured the stoma and feels like the bleeding was caused by the wafer being too small.